Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the visual inspection, damage was found at the steroid collar, which is probably a result of the operation procedure. Further analysis showed residue of coagulated blood on the inner conductor helix. The blood was likely brought into the lead by a mandrin during the operation. No other deviations that could be related to the clinical complaint could be detected during the thorough analysis. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 10 months a continuous drop in sensing amplitude from 15 mv to 4 mv was reported. All other values measured (pacing impedance, shock impedance, pacing threshold) were normal. During a hospital stay, there was a lead revision. The lead was replaced and returned for analysis. No worsening of the patient's health was reported.